Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up on one machine. A technical support specialist dialed into the station and reviewed the med app logs for the reported time; no relevant errors were found. No similar past cases were identified. The specialist emailed the customer with the findings and marked the case as complete. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not showing up on 1 machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.